Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cardiac ablation procedure, a pericardial effusion occurred. While creating geometry in the anterior part of the left atrium, the patient became hypotensive and bradycardic. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.